Event description:
It was reported the patient experienced a loss of stimulation sensation unless pressure is applied to the lead/extension site. A shocking sensation was also experienced while applying pressure to the area. The issue was noticed following a pregnancy. Troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.